Event description:
It was reported that, pain and swelling.

Manufacturer narrative:
The following other hip devices were also listed in this report: delta v-40 ceramic head 36/-2, 5, cat# 6570-0-436, lot# 32286202. Trident 10 x3 insert 36mm ID, cat# 623-10-36e, lot# mjnxh0. Trident psl ha solid back 52mm, cat# 540-11-52e, lot# 33421302. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. When completed, the evaluation summary will be submitted in a supplemental report.